Event description:
It was reported, the patient had pain at her implantable neurostimulator (ins) pocket site and was unable to make contact with her charging system due to poor pocket positioning. The poor positioning of the ins site was determined on (B)(6) 2015, during a physical/neurological exam. The patient¿s device was surgically repositioned on (B)(6) 2015. Etiology was related to the device or therapy, the procedure, and the neurostimulator pocket. The event was ongoing. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the patient reported the revision was done because the device turned. The patient had not been able to use the therapy prior to revision. Additionally the healthcare provider of the clinical study reported the event was resolved without sequelae.